Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon evaluation, the j7 connector was not soldered in side ECG electrodes c and d. Additionally, the connector cable on the trunk cable was cracked. The cause for the non-functional electrodes is the lack of solder at the connector. The cause for the cracked trunk cable is physical damage. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.